Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual inspection noted one magic3 go intermittent catheter was received. Visual evaluation noted no obvious defects. Further testing required. The outer diameter of the catheter measured to be 0.1660" which was found to be out of specification (0.183" +/- 0.013"). Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of some of the catheters were larger than others which made them hard to insert. Patient stated they were in the same box, but they were not the same size.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of some of the catheters were larger than others which made them hard to insert. Patient stated they were in the same box, but they were not the same size.